Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into multiple power sources, preventing the pump from charging. The customer's blood glucose (bg) level was reportedly "in range". Reportedly, the customer used the pump and manual injections for insulin therapy.